Event description:
The customer reported EKG failed. While taking a 12 lead on the patient the monitor did a reset and took appx 4 minutes to restart. After it powered back on, 12 lead was attempted again, and the monitor froze. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.